Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope due to damage on objective lens, the monitor shows a white screen with no image. The issue occurred during preparation for use for a diagnostic bronchoscopy examination that was completed using the same device without delay. There were no reports of patient harm.

Manufacturer narrative:
Corrected h4 from (B)(6) 2021 to (B)(6) 2003. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely the objective lens was damaged while the user was handling the device. As a result, no image occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use precaution for disappeared or frozen endoscopic image: warning "follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination". Precaution for disappeared or frozen endoscopic image: caution "turn the video system center off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Turn the switch on or off only when the videoscope cable is connected to both the video system center and electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd". 3.6 ¿inspection of the endoscopic system¿ inspection of the endoscopic image 4.while observing the palm of your hand, confirm that the examination light is output and that the endoscopic image is free from noise, blur, fog, or other irregularities. 5.angulate the bending section and confirm that the endoscopic image is free from momentary disappearing or other irregularities". Chapter 5 ¿troubleshooting¿. "If the endoscope is visibly damaged, does not function as expected or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection,¿ do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide.¿ if the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. If any abnormality in the function of the endoscope and/or endoscopic image is suspected during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿ withdrawal of the endoscope with an abnormality¿. Olympus will continue to monitor field performance for this device.